Event description:
It was reported during the broström procedure that the inserter deteached from the handle when the handle was pulled by the surgeon. The surgeon had to use a plier to pull the inserter from the bone. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.